Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. While the details reported to csi indicate that the device was pulled on by the user, the device could not be analyzed to verify this was the cause of the reported entrapment and fracture. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Two treatments were administered in the right iliac artery using a diamondback pluto peripheral orbital atherectomy device (oad). When the device was activated for a third treatment, it stalled and could not be removed. The physician pulled on the device, and the driveshaft fractured on the proximal side of the crown. Additional access was obtained to snare the fragment. The procedure was completed with stent placement and without further issue.